Event description:
Ff/emt's responded to a person in cardiac arrest and down for a long time. The device, stored in a hard case, was removed and the on button pressed but, according to the reporter, the device would not power up. CPR was provided until an ems vehicle arrived with a manual defibrillator and took over the scene. The patient was not resuscitated and the patient was pronounced at the scene. The reporter stated the patient's death was not the result of the reported incident because the patient had been down a long time and was not viable.